Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The power coupling adaptor was fractured from the drive chain and the fractured off piece was not returned. A full root cause analysis cannot be completed without the complete device. In addition, it was noted the reported lot number from the distributor only corresponded to 1 of the 4 components that build the complete device assembly which was not the component that failed. The other 3 components were from a different lot of the same device. The components that were returned did exhibit some wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Report source: complaint information provided by (B)(4). Lot number: 1 of 4 components = (B)(4). Three of 4 components = (B)(4). Device manufacture date: one of 4 components = 02-mar-2017. Three of 4 components = 24-feb-2017.

Event description:
It was reported during an unknown procedure that while reaming the hip the end of the hudson adaptor snapped off. No adverse events were reported as a result of the malfunction.